Event description:
It was reported that the patient presented in clinic for a follow-up. The patient complained of ¿burping feeling¿ since the pacemaker system was implanted in (B)(6) 2020. Upon review, it was noted that the ventricular lead exhibited high threshold and unipolar ventricular pacing was not able to capture. The patient was in stable condition. No additional information was reported.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable conditon post-procedure.